Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using a 12f amplatzer torqvue delivery system. Earlier in the procedure, the device was implanted with one recapture during deployment, and fluid was observed in the transverse sinus on transesophageal echocardiography (tee) imaging; however, no worsening was identified at that time. A few hours after the amulet implant, a pericardial effusion was noted in the patient. A pericardiocentesis (tap) was subsequently performed successfully, and the patient was reported to be doing well following the intervention.

Manufacturer narrative:
An event of patient-device incompatibility was reported with pericardial effusion, and dyspnea. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility could not be determined. The reported pericardial effusion, and dyspnea are likely cascading effects from the event. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using a 12f amplatzer torqvue delivery system. He patient presented with a localized pericardial effusion in the transverse sinus prior to the procedure. A transseptal puncture was performed at a mid-mid/posterior location, after which the left atrial pressure was noted to be 15 mmhg. Ositioning of the delivery sheath was initially challenging due to the higher transseptal puncture influencing the angle into the laa, and one partial recapture and redeployment of the device was performed. During deployment, fluid was observed in the transverse sinus on tee imaging; however, no worsening was identified at that time. The effusion location was confirmed to be in the transverse sinus, and the user believes the effusion was potentially caused by manipulation of the delivery sheath or delivery system during positioning, or by an anchor of the amulet implant. A few hours following the implant, the pericardial effusion progressed from its initial localized state to becoming circumferential, and a pericardiocentesis (tap) was performed successfully. The patient was reported to be doing well following the intervention.